Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a pt was implanted with a hip stem generic on unk date. The pt was revised on unk date due to mechanical problems. The source of this event is a journal article (the bone and joint journal). Exact device name and date of event is unk. The revision surgery was performed between (B)(6) 1996 and (B)(6) 2011.